Event description:
Add'l info received on 5/2/2011: on (B)(6) 2010 infection is found. Pt returns to home. On (B)(6)2010 the infection was probably of septicemia, although blood cultures were negative (crp> 300 and hypotension suggesting sepsis). The cultivation of the exit site grew (B)(6), which is assumed to be infectious focus. The pt responded well to antibiotic therapy directed against this microorganism.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A chr of lot # rerf0043 showed no other similar product complaint(s) from this lot number.